Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect and no image was displayed. Per the instruction operation manual chapter 3 "preparation and inspection" and step 3.7 "inspection of the endoscopic system,¿ describes the following warning:. ¿confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope 3d mis-adjustment, separation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: noise occurs due to damage to the imaging unit, and the image does not appear. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that due to damage on charge-coupled device unit, and due to damage on the circuit board of the video plug section, the image noise occurs, and the image cannot be seen. Additional evaluation findings were as follows: due to a pinhole on universal cord, water tightness is lost, due to damage on light guide cover glass, water tightness is lost, the bending section cover, the control unit, the grip, the switch1, the light guide connector, the light guide cover glass, the video connector case, the video connector all has a scratch, the adhesive on bending section cover has a chip, and due to damage on charge-coupled device unit, the image has white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.